Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported the device would not cut. No delay was noted. No patient injury or complications were reported.